Event description:
It was reported a pt had a vena cava filter placed sometime in 1990 without incident. A recent abdominal x-ray indicated the filter had migrated to the left common iliac. Another filter was successfully placed in the right iliac without any pt complications. This device remains implanted. Therefore, no failure analysis will be available. Follow up indicated a pre-placement vena cavogram was not performed during the initial filter implant procedure and a recent vena cavogram revealed the cava was very large, with an estimated cava diameter of 40 millimeters. Co believes these factors may have contributed to this event. Co's directions for use state: "an inferior vena cavogram should be performed via a separate femoral vein approach prior to any jugular vein cutdown. This procedure determines cava patency and is used to eval for any cava thrombus or congenital anomalies of the inferior vena cava or renal veins... Do not attempt to move or manipulate stable filter engaged in the vein... Place a second filter in proper location for protection against recurrent pe... Caution: if the vena cava measures greater than 28 mm in diameter (as often found in pts with congestive heart failur, for example), the filter should not be used."